Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2325bcc-1, biocomposite swivelock® 3.5 x 15.8 mm, batch 15154782, was received for evaluation. Visual inspection noted: the anchor, eyelet, sutures, and o-ring were not returned for evaluation. Functional testing was not performed due to the damage to the device. Most likely causes of the reported failure: misaligned insertion. Prying or leveraging the device during insertion. The complaint allegation is not confirmed as the anchor was not returned for evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2325bcc-1, suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, its anchor broke during insertion. This was detected during an achilles tendon repair surgery on (B)(6) 2025. The procedure was completed successfully by using the ar-2324bcc. There were no patient harm and no secondary procedure needed.